Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and is unable to clear the alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was 590 mg/dl at the time of incident. Troubleshooting was done for no delivery and the customer was able to rewind the pump and run the manual prime. The customer was advised that the pump is operating as designed and the issue resolved.